Event description:
This report summarizes 3 malfunction events in which the device reportedly had an increase in pressure. 1 event had no patient involvement; no patient impact. Event had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2023-01676 but should be included under this report. 3 previously reported events are included in this follow-up record.

Event description:
This report summarizes 4 malfunction events in which the device reportedly had an increase in pressure. - 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10/ 3 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2023-01676 but should be included under this report. 4 previously reported events are included in this follow-up record. Product return status 4 devices were received.

Event description:
This report summarizes 2 malfunction events in which the device reportedly had an increase in pressure. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 device investigation types have not yet been determined. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.